Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital. The doctor told her she has fluid on the lungs and will not be able to continue pd treatment. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with dyspnea and chest pain on (B)(6) 2025. Radiological studies determined the patient was suffering from a right-sided pleural effusion, and she was formally admitted. On (B)(6) 2025, the patient successfully underwent a thoracentesis which removed approximately 2 liters of fluid (dyspnea/chest pain resolved). The fluid removed was sent for cytology and returned positive for glucose. Additional radiological testing determined the patient suffers from a congenital defect allowing fluid to travel from the peritoneal cavity into the patient¿s lung (pleuroperitoneal leak) which caused the pleural effusion. General surgery was consulted, and the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without difficulty and was discharged on (B)(6) 2025. The patient began outpatient hd on (B)(6) 2025 and will not be returning to pd for renal replacement therapy. The patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital. The doctor told her she has fluid on the lungs and will not be able to continue pd treatment. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with dyspnea and chest pain on (B)(6) 2025. Radiological studies determined the patient was suffering from a right-sided pleural effusion, and she was formally admitted. On (B)(6) 2025, the patient successfully underwent a thoracentesis which removed approximately 2 liters of fluid (dyspnea/chest pain resolved). The fluid removed was sent for cytology and returned positive for glucose. Additional radiological testing determined the patient suffers from a congenital defect allowing fluid to travel from the peritoneal cavity into the patient¿s lung (pleuroperitoneal leak) which caused the pleural effusion. General surgery was consulted, and the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without difficulty and was discharged on (B)(6) 2025. The patient began outpatient hd on (B)(6) 2025 and will not be returning to pd for renal replacement therapy. The patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a right-sided pleural effusion (characterized by dyspnea and chest pain) and pleuroperitoneal leak, which required hospitalization, a thoracentesis and transition to hd for rrt. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction. The source of the patient¿s pleural effusion was attributed to the patient¿s pleuroperitoneal leak (confirmed glucose present), which was reportedly congenital in origin. In this instance, it is the patient¿s anatomy which caused the pleuroperitoneal leak, and not a fresenius device(s) and/or product(s) deficiency or malfunction. Pd fluid leaks are mainly due to congenital or acquired diaphragmatic defects in the patient. In cases of pleuroperitoneal leak, it is the physiology of the patient and not the device that is the cause of the serious adverse events. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.